Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes due to myopotential oversensing was observed. Isometric testing and programming changes were suggested. Patient was stable.

Event description:
New information received notes that programming change was made when the patient presented in clinic. No patient symptoms were reported.